Manufacturer narrative:
One 8 fr angio-seal evolution device was received for product analysis. The evolution device and the hemostasis sheath were returned for analysis. No accessory components were returned. The hemostasis sheath was returned separately, and the bypass tube was present into the hemostatic valve. Visual inspection revealed that the deployment sleeve was in the rear lock position with the color bands fully exposed. There was a kink identified in the carrier tube just distal from the hub of the carrier tube. The anchor and swollen collagen were exposed as can be seen in the attached pictures. No other visual anomalies were noted with the returned device. Functional testing could not be possible due to the state of the returned device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that after non-deployment pullout, the sheath was attempted to be removed manually. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been received for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an 8f evolution device was used during a carotid femoral access case. The footplate did not come out, and manual pressure was applied to complete the case successfully.